Manufacturer narrative:
(B)(4). Estimated date for mitral valve replacement & estimated date. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is field to report difficult removal of the clip delivery system. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr), with an mr grade of 3. The first clip was implanted successfully reducing mr to 2. To further reduce mr, a second mitraclip delivery system (cds) was advanced, however while in the left ventricle, the clip got caught on the chordae. Troubleshooting was performed, and the clip was freed from the chordae. A leaflet tear was noted and mr increased to 3. The same clip was implanted at the location of the leaflet tear, without further mr reduction, mr remained at 3. There was no clinically significant delay during the procedure. Sometime (B)(6) 2018, mitral valve replacement was performed. The patient is currently in intensive care and mechanically ventilated, but is hemodynamically stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported clip becoming caught in the chordae (difficult to remove) appears to be related to user technique due to inadvertently moved/steered of the device in the ventricle. The reported tissue damaged appears to be results of the clip becoming caught in the chordae and the unchanged mitral regurgitation (mr) was due to the clip implanted at an intended location (procedural conditions). The reported patient effects of mitral valve injury (tissue damage) and mr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.